Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer. Drawer was not detected on bus, and customer tried to recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawers 2.2 & 3.2 failed. A field service engineer reseated all cables in drawers 2.1, 2.2, 3.1, and 3.2 and checked drawer 2.1 was found to have a damaged muscle wire cubie tray, which was replaced. Drawer 3.2 was found to have a faulty controller board, which was replaced. The system functioned as intended after the field service engineer repaired the device.